Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated that she had surgery on her right knee and had pain (pain all the time) for 3 years post-surgery. She stated she has had multiple x-rays (done by dr. (B)(6)) which showed no issue. She states she currently has pain all the time (more intense in the winter) which feels "like a brick in her". She states she has full range of motion (more so than before her surgery) and that she no longer suffers from osteoarthritic pain in her knee since having her knee surgery (her current pain is different from osteoarthritic pain).

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# asjg. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# d670. Triathlon ps x3 tibial insert; cat# 5532-g-309; lot# mkhhat. Simplex p full dose 1 pack; cat# 6191-1-001; lot# rds0595. An event regarding pain involving a triathlon ps fem component, cemented was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: ¿there are no follow-up records confirming the complaints noted in the event description. The patient states she has increased motion and no longer has ¿osteoarthritic pain¿ in the knee. Since 20% of all total knee arthroplasty patients have some persistent symptoms, and the x-rays remain benign and the range of motion has increased and pain has improved, there is no evidence the complaints describe are related to factors of faulty component design, manufacturing or materials.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have not been any other events. Conclusions: the exact cause of the reported pain could not be determined. The patient states she has increased motion and no longer has ¿osteoarthritic pain¿ in the knee. Since 20% of all total knee arthroplasty patients have some persistent symptoms, and the x-rays remain benign and the range of motion has increased and pain has improved, there is no evidence the complaints describe are related to the implant. Further records would be needed to determine other possible causes of pain.¿ a CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated that she surgery on her right knee and had pain (pain all the time) for 3 years post-surgery. She stated she has had multiple x-rays (done by dr. (B)(6)) which showed no issue. She states she currently has pain all the time (more intense in the winter) which feels "like a brick in her". She states she has full range of motion (more so than before her surgery) and that she no longer suffers from osteoarthritic pain in her knee since having her knee surgery (her current pain is different from osteoarthritic pain).